Event description:
We received an allegation of questionable inr results for 1 patient tested with coaguchek xs meter compared to an unknown laboratory method. On (B)(6) 2023 the patient had an initial meter result of 6.5 inr while the 2nd meter result was 3.7 inr and the laboratory result of 4.89 inr. The time difference between the test measurements was less than one hour. The patient's therapeutic range was not provided.

Manufacturer narrative:
Section e3: occupation is patient/consumer. The coaguchek xs meter serial number was (B)(6). The strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling: coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.